Event description:
Breakdown of acetabular cup of left total hip prosthesis. Cup liner was discovered in pieces at time of explantation. Pt had sought medical assistance for pain of hip and instability of gait.